Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was monitored for several days and no blank display noted and no button error alarm during our testing. All operating currents within specification and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No damage was found on the c13 lcd isolation tape noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm and the insulin pump would go blank. The customer's blood glucose was 223 mg/dl at the time of incident. The customer's blood glucose was 558 mg/dl at the time of call. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.